Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 3mm x 20mm, eccentric, de novo target lesion containing a >45 and <90 degrees bend was located in the mildly tortuous and mildly calcified proximal left anterior descending artery. Following predilitation, a 3.00x20mm synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noticed that the tip of the stent strut was deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.